Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp, serial number/date (B)(4) is approximately 1 month old. The owner¿s manual part number 1143190 rev k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that he visited the consumer's home due to the new tdxsp power chair allegedly shutting down. One of the motor connections allegedly fell off in his hand which he reconnected and noticed that the same issue happened on the other side. Connections have been reconnected. The malfunction has not been confirmed.

Event description:
Dealer stated that the tdxsp power chair is allegedly shutting off.